Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 85 units of insulin during the load sequence. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer was using insulin pens to fill cartridge rather than the pump user guide recommended syringe. The customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.